Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during dft testing the device failed to convert the vf rhythm and ran through the therapies without charging and therapies were aborted. As a result the device went into bvvi. Patient was defibrillated externally. This happened with 2 icds. High impedance was observed. The lead was capped.